Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Results: it is unknown if a sample will be returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6242643. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a consumer suffered a needle stick before use as he was removing the cap from a bd insulin syringe 0.3ml, 31g x 8mm. There was no report of medical intervention.